Event description:
It was reported that during a gastric bypass, the device fired successfully, but there was difficulty removing the device after the anastomosis using the recommended instructions for removal. The doughnut was intact after inspection. The surgeon's technique has not changed. The buttressing material that the surgeon uses had changed to a self adhesive material from the company. The anastomosis was over sewed to complete the procedure. The pt returned to surgery for leaking. The pt is now stable. The device was discarded. Notified that the surgeon performed the same procedure the next day without using the self adhesive buttressing material and the device worked without any complications. Add'l info requested, but not yet received.

Manufacturer narrative:
Date sent: 10/15/09. Info is unavailable; device was not returned for evaluation.